Manufacturer narrative:
After the product was activated, the button remained active unknown to the user. The device was set down and a minor fire of the drape occurred. User was able to put out the fire with no consequence to patient or delay in surgery. A DHR review was completed for product aa01 with lot number 1222v. There were no noted nonconformities during manufacturing and processing of this product and lot number. All items were noted as within manufacturing specification from the manufacturer. Awaiting additional information and/or return of the reported device to determine the root cause of the malfunction. Without further details and or evaluation of the reported device the true root cause can not be determined. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.

Event description:
The complainant alleges, "we had a battery bovie that malfunctioned. The button stuck and proceeded to burn through a drape after it was turned off. There was no patient injury ."